Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, bowel problems, recurrence. It was reported that the patient had mesh removed on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient experienced abdominal infection with open wound for four months post operative implantation of a mesh for abdominal hernia. Patient underwent resection of abdominal wall with removal of mesh by implanting surgeon. It was determined patient had mrsa and needed a wound vac for complete healing. On (B)(6) 2011 post operative visit, it was reported that patient's wound was healed. (B)(4).